Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for dislocation. Event is serious and is considered severe. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2013; date of revision: (B)(6) 2021; (left hip). Treatment: head and liner revision.

Event description:
Clinical adverse event received for dislocation. Event is serious and is considered severe. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2013; date of revision: (B)(6) 2021; (left hip). Treatment: head and liner revision.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2021 indicate the patient received a left total hip revision due to instability and dislocation of the hip. The surgery was completed without indication of complication by the surgeon.